Event description:
It was reported that since (B)(6) of last year, the shock impedance from this right ventricular (rv) lead had gradually been increasing to high, out of range values (140 ohms). There was no evidence of reproducible noise in clinic and all other electrical measurements were stable and in range. Boston scientific technical services were contacted and discussed performing a defibrillation threshold test to verify the rv lead integrity, as well as continuing with normal follow ups. The physician elected to continue with remote monitoring and regular follow ups. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that since june of last year, the shock impedance from this right ventricular (rv) lead had gradually been increasing to high, out of range values (140 ohms). There was no evidence of reproducible noise in clinic and all other electrical measurements were stable and in range. Boston scientific technical services were contacted and discussed performing a defibrillation threshold test to verify the rv lead integrity, as well as continuing with normal follow ups. The physician elected to continue with remote monitoring and regular follow ups. It was recently stated the patient's implantable device is nearing replacement for normal battery depletion and this rv lead may also be surgically revised. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.